Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy due to a possible fracture of the right ventricular (rv) lead. It was noted that the rv lead had a sudden increase to high and undefined pacing impedance measurements. Noise with over-sensing was also noted. The lead was capped and replaced. No further patient complications have been reported as a result of this event.